Manufacturer narrative:
Investigation: no samples or photographs were received from the customer at the time of this report. DHR/bhr review: no DHR review was done. Unconfirmed. No sample or photograph received in support of this complaint at the time of this report. Root cause description: the most likely root cause for this type of defect will be documented in pic (B)(4) or low draw. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends.

Event description:
It was reported that when using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the sample is drawing slowly. There was report of injury or medical interventions.

Event description:
It was reported that when using bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes, the sample is drawing slowly. There was report of injury or medical interventions.

Manufacturer narrative:
The device history records were reviewed for batch 6253530 with no issues being identified.